Event description:
As reported by the edwards field clinical specialist, during the transapical transcatheter aortic valve replacement (tavr) procedure the patient's ventricle was ruptured. Per report, the patient had a very friable ventricle. After successful sapien placement the suture tore the ventricular tissue during sheath removal. Because of bleeding, the patient was placed on cardiopulmonary bypass (cpb) to control hemodynamics while the ventricle was repaired with additional suture and pledgets. The patient was weaned from cpb after approximately 30 minutes. The patient was transported to recovery in stable condition. Per the physician, this event was due to the friability of the ventricle and the overall fragile condition of the ventricular tissue. Additional follow-up with the edwards clinical specialist indicated this patient was extubated and was doing well post tavr.

Manufacturer narrative:
Per the device's instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include but are not limited to cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, hemorrhage (bleeding) which may require intervention. In this case, as reported by the physician, the event was attributed to the friability of the patient's ventricle and the overall fragile condition of the ventricular tissue. Since there is no allegation of device malfunction, or labeling issues, and the event was determined to be a result of patient conditions, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.